Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device found that the plunger was returned with both cuffs still attached to the link and engaged to the needle tips. The monofilament was not returned limiting the scope of this investigation. The reported suture break could not be confirmed. The guide tube was peeled and there was no abnormal observation that could have contributed to the reported event. Possible contributing factors for a suture break include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. Due to the monofilament not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. It was reported that heavy calcification of the right common femoral artery was noted. Whether this contributed to the event could not be determined. A suture break may occur if the plunger is remove aggressively, use excessive suture tension when advancing the knot, and if the knot is locked when the wrong end was pulled during knot advancement. However, without the return of the monofilament the cause for the reported event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the plunger was pulled back no sutures were connected, a cuff miss occurred. A second proglide device was used and a suture break occurred. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.